Manufacturer narrative:
Correction: h6 evaluation conclusion codes.

Event description:
It was reported that an artificial urinary sphincter (aus) was explanted due to fluid loss. A new aus device was placed, and no patient complication were reported.

Event description:
It was reported that an artificial urinary sphincter (aus) was explanted due to fluid loss. A new aus device was placed, and no patient complication were reported.